Event description:
It was reported patient was not able turning stimulation back on after surgery on the day of this report. A display showing "call your doctor" icon and power on reset (por) were noted. Additional information received a day later reported that patient was not feeling stimulation and her symptoms have returned. The patient was ¿going to the bathroom every 5 min." The patient met with their health care provider the morning of this call to reprogram it but was still not working with the device being on. It was indicated that they were ¿not so sure if he did not pull the lead loose on the machine inside her." The patient was on program 1 at 0.6v increased to 2.0v and an upper limit was met. It was noted that they could not go left or right to try another program and it seemed to be just one program available. It was indicated after the por that was observed the day prior to this call, the programs were not set up the same as they had been originally and that could be causing the change in therapeutic effect/loss of stim sensation. It was indicated that therapy worked well before. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va07d5h, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that a different program was set with good sensation of stimulation at 3.0v without radiculopathy. The symptoms had resolved and bladder control was restored.